Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Technician reported a wave card was not recognized by the laser, after having completed treatment on one right eye and before lifting flap on the left eye of the same patient. Emergency back up card was used, without delay, to continue using the system. Territory manager (tm) followed up with site physician, who mentioned that the wave card was returned and that all was well.